Event description:
It was reported that 2 syringes 1ml ll w/ndl eclipse 27x1/2 rb were damaged, but still operable. The following information was provided by the initial reporter: "scratch inner or outer barrel. Customer is sensitive to foreign material and abnormality of drug. After containing drug, she worried the scratch inner or outer barrel that give the bad influence on drug effectiveness".

Manufacturer narrative:
Investigation summary: two samples were received by our quality team for evaluation. These samples were subjected to visual inspection. For the first sample, a faint scratch mark was found on the outer surface of the barrel and the outer surface of the barrel flange. For the second sample, a faint scratch mark on the outer surface of the barrel collar and the top outer surface of barrel flange. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The packaging line was reviewed and there are no contact points that could have caused these faint scratches. The samples were then sent to the supplier plant for further investigation. The investigation from the supplier plant found that the potential root cause for the scratched barrel defect is associated with the assembly process and the scratches appear to be cosmetic in nature with no effect to the form fit or function of the device and were within acceptable standards.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 2 syringes 1ml ll w/ndl eclipse 27x1/2 rb were damaged, but still operable. The following information was provided by the initial reporter: "scratch inner or outer barrel. Customer is sensitive to foreign material and abnormality of drug. After containing drug, she worried the scratch inner or outer barrel that give the bad influence on drug effectiveness."